Manufacturer narrative:
The log file of the affected device was analysed in regard to the reported event. Based on the log file analysis the reported device failure could be confirmed. The logged error codes indicate a deviation between the measured blower rotation speed and the set value. The carina device continuously monitors the state and the function of internal components and sensors. If an unacceptable deviation between measured blower rotation speed and the set value is recognized during ventilation, the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the detected deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on a patient, the device alarmed for a device failure. The device was replaced. No health consequences for the patient were reported.

Event description:
It was reported that during use on a patient, the device alarmed for a device failure. The device was replaced. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.